Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05345. It was reported that balloon rupture occurred. The in-stent restenosed target lesion was located in the left anterior descending artery (lad). A 2.00mm x 20mm and 2.00mm x 15mm emerge¿ balloon catheters were selected to dilate the lesion. However, both devices ruptured during the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was fine.